Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional shims were returned to zimmer biomet disassembled and missing either one or both ball bearings and springs. Attempts have been made to obtain additional information, however, no additional information is currently available.

Manufacturer narrative:
The complaint samples were evaluated and the reported event was confirmed through physical evaluation. Visual inspection of the returned provisional shims exhibited signs of repeated use (nicked or gouged) and one or both ball bearings and springs were missing. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue discovered that ultrasonic cleaning was not addressed as a potential user need. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. This device was manufactured prior to this design change. Therefore, the root cause can be determined to be associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.